Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿patient's gown was wet. Found that the y site of the IV tubing was leaking from the line attached to the insulin drip." It was reported that insulin (100ml) was programed at a rate of 20ml/hr at 0445, and then titrated to a rate of 32ml/hr at 0801. The nurse stated that due to the tubing leak, the patient required more frequent blood glucose labs drawn with results of 325mg/dl and 249mg/dl. Although 'required intervention to prevent impairment/damage' was selected on the medwatch, the customer verified there was no medical intervention provided or patient harm.

Manufacturer narrative:
The customer¿s report of the "y" site of the IV tubing leaking was confirmed. Microscopic visual inspection observed a permanent puncture hole/tear on the top of the piston. Functional testing confirmed a leak at the location of the puncture hole/tear on the set¿s smartsite valve. No other leaks were observed from any other location on the set. The root cause was determined to be a combination of a minimum of three factors that when all present, increases the likelihood of the fluorosilicone application station on the smartsite automated assembly lines to damage the piston. The three factors are: 1) variations in the piston raw material, 2) variations in the molds and molding process of the piston, and 3) a fluorosilicone pin that is inserted off-center. The type of damage or whether damage occurs is finally influenced by the position of the piston within the assembly. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was observed in the set¿s drip chamber and the entire length of tubing. The root cause of the piston puncture hole is due to a manufacturing issue of a combination of factors explained in the conclusion.

Manufacturer narrative:
Patient was a diabetic. Blood glucose lab draw results 325mg/dl, then 249mg/dl. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿patient's gown was wet. Found that the y site of the IV tubing was leaking from the line attached to the insulin drip." It was reported that insulin (100ml) was programed at a rate of 20ml/hr at 0445, and then titrated to a rate of 32ml/hr at 0801. The nurse stated that due to the tubing leak, the patient required more frequent blood glucose labs drawn with results of 325mg/dl and 249mg/dl. Although 'required intervention to prevent impairment/damage' was selected on the medwatch, the customer verified there was no medical intervention provided or patient harm.